Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve broke. The sheath was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The case continued. It was also reported that the replacement carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a problem with the dilator not being able to pass. The physician could not pass the dilator through the sheath. The sheath was replaced with an agilis sheath and the issues resolved. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The sheath obstruction is not an MDR-reportable issue. However, the hemostatic valve breaking is MDR-reportable.

Manufacturer narrative:
On 12/8/2020, the product investigation was completed. A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of the hub. During the atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve broke. The sheath was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath - medium--which is the complaint device for this report. The case continued, and the replacement device had a problem with the dilator not being able to pass. The physician could not pass the dilator through the sheath. The sheath was replaced with an agilis sheath and the issues resolved. There was no report of patient consequence. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/2/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).